Event description:
Additional information was received via a company representative. The cause of the motor stall had not been determined at this point. The pump was to be explanted in one to two months. The pump was to be returned to the manufacturer once explanted.

Manufacturer narrative:
H6 correction: the previously applied conclusion code 24 (d1103) was replaced with 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving saline via an implantable pump for unknown indications for use. It was reported that the patient's pump was alarming and was unsure of the reason. The pump was at minimal rate and had saline. It was noted they were planning to replace the pump. The rep only knew limited information and said if the decided to have her check the pump she would inform us of what the alarm was. It was noted it was unlikely a low reservoir or an empty pump, but could not confirm. The rep was not with the patient. Patient symptoms were not reported and the rep could not troubleshoot due to no product. The rep reported that after interrogation this morning (B)(6) 2020, they did find the pump to be alarming because of a motor stall of over 48hrs. The pump was scheduled to be explanted, not replaced. They discontinued the pump and shut it down. The patient had only saline in pump. No therapy was being delivered. Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. It was reported that the pump has been intermittently stalling since (B)(6) 2020. They removed the drug from the pump once it started stalling and added saline. They plan on removing the pump shortly. There was no MRI, magnets, or electromagnetic interference. Troubleshooting was unable to be performed.